Event description:
It was reported that during the procedure in the right coronary artery, the voyager nc dilatation catheter was advanced over the guide wire to the lesion without resistance. Prior to inflation of the balloon it was noted that the proximal portion of the shaft was detached into two pieces. An attempt was made to inflate the balloon; however, the balloon did not inflate. The device was easily removed from the patient anatomy over the guide wire and there was no adverse patient effect. Dilatation was successfully completed using an unspecified dilatation catheter. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.